Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an insulin pump, with alert history confirming an occlusion and a concurrent blood glucose of 142 mg/dl. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included a temporary interruption of insulin delivery until supplies were changed and insulin delivery was resumed. Investigation included customer interview, review of pump alert history, and guided visual inspection of the cartridge area, connector, tubing, and infusion site. Investigation of this case revealed no visible leaks, kinks, or damage, and the occlusion was resolved after changing the cartridge, connector, tubing, and infusion set. It was concluded that the event was consistent with an occlusion within the insulin delivery path that was mitigated by replacing supplies and resuming insulin delivery.